Event description:
Outbound patient reports treprostinil cadd ms3 syringes are alarming early when filled to 3 ml. Reports they run expected time when filled with 2 ml treprostinil. Replacement pumps were requested by field nurse, nurse did not have lot numbers or any further information about this syringe issue. No further details provided.